Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name: updated; h6: result code, remove 3233; h6: conclusion code, remove 11.

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type 1a endoleak was noted during the final angiogram and a non-endologix stent was implanted to seal the leak. The follow-up computerized tomography (CT) performed on (B)(6) 2018, revealed a small type ia endoleak without any expansion of the aneurysmal sac. The physician has not yet decided on intervention; however, plans to perform an additional CT in three months and is considering using non-endologix glue for embolization of the leak if necessary. No additional event or patient information is available.